Manufacturer narrative:
On 06 march 2023, the distributor reported the additional information: a pump evaluation was performed, and it was confirmed that the pump was able to be turned on. The pump history was checked, and it was verified that a malfunction alarm occurred 22 august 2022. Medical device report (MDR) code 1476 removed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not turn on. The customers blood glucose (bg) level was 100 mg/dl. No additional patient or event information was available.